Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an abrasion under the lifevest equipment. Patient described the area as a red and peeling skin abrasion on rib cage where one of the pads sit. There was no alleged device malfunction contributing to the irritation. The patient¿s in in a facility and they are caring for the skin abrasion. The outcome of the irritation is unknown as follow up attempts were unsuccessful.